Event description:
It was reported that there was a hole in the packaging. The device was not used.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that, "performed case, and the component pistoned up and down a bit, did not fit properly in the tibial tray. Used another of the exact same size and that one fit."

Manufacturer narrative:
(B)(4). External cause upon visual inspection of the package, it was observed that the tyvek lid had a hole that aligns with the fin of the device knob. The tyvek appears to be ripped by an object that impacted the package causing compression of the tyvek against the knob. The tyvek around the hole is bunched up at an angle that is perpendicular to machine process flow and to carton loading. The hole does not align with pick-n-place on the machine. Tiny black plastic pieces from the knob were present on the inside of the tyvek lid around the hole that were caused by impact to the package against the knob. Nothing in normal packaging process would cause this type of tyvek damage. The hole in tyvek occurred outside of ees packaging. The batch record was reviewed and no anomalies were noted during the manufacturing process.